Event description:
On (B)(6) 2012, the reporter called animas alleging that the keypad has been unresponsive since the patient went swimming on(B)(6) 2012. The audio bolus button reportedly came off pump 2 months ago and was replaced during the course of this call. The keypad is intact, not peeling. No known trauma to pump. Reporter does not recall seeing any moisture inside pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed no response to button presses on the 'ok' and 'contrast' buttons. The 'up' and 'down' buttons respond to presses. There was no visible damage on the keypad. The keypad cover was removed to check condition of the button contacts and no issues were found. Audible and vibratory alarms operational. Unable to perform audible reading because of defective bolus button. Additionally, because the keypad stop responding "since swimming" a leak test was performed and the pump failed for bolus button leak. Pump was opened to check for moisture. Observed contamination on internal components.